Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a cerebral infarction. The surgery was completed successfully, however afterwards, during a meal, the patient found it difficult to grasp objects with chopsticks using the right hand. No additional adverse patient effects were reported. Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed. Two days following the valve implant, the stroke symptoms were observed (difficult to grasp objects with chopsticks using the right hand) and did not improve at time of discharge. Per the physician, the stroke was not related to the valve but related to the pre-implant balloon dilatation and patient's calcification. Additional information was received that the stroke was ischemic and was confirmed via magnetic resonance imaging. The pre-implant balloon dilatation was performed using a non-medtronic device.

Manufacturer narrative:
Continuation of d10. Product ID: unknown balloon aortic valvuloplasty catheter (non-medtronic device); lot #: unknown updated data: b5. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012192717); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: 0012178219); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a cerebral infarction. The surgery was completed successfully, however afterwards, during a meal, the patient found it difficult to grasp objects with chopsticks using the right hand. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilatation was performed. Two days following the valve implant, the stroke symptoms were observed (difficult to grasp objects with chopsticks using the right hand) and did not improve at time of discharge. Per the physician, the stroke was not related to the valve but related to the pre-implant balloon dilatation and patient's calcification.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.